Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that there was an internal leakage when the ventilator was connected to wall gas outlet. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Exemption #: e2018003. (B)(4). (B)(6). The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. The o2 gas module regulates the inspiratory oxygen gas flow to the patient. The reported internal leakage was reproduced during test of the returned o2 gas module in a ventilator. The deviation was caused by a leaking pressure sensor in the o2 gas module. In the microscopic investigation of the pressure sensor, the chip had come loose from the glue. The leaking pressure sensor measures the supplied oxygen gas to the ventilator. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
(B)(4).